Event description:
It was reported that the patient presented to the hospital with chest discomfort. Device interrogation revealed that the right ventricular (rv) lead exhibited decreasing sensing and high capture threshold. X-ray confirmed that the rv lead had dislodged. It was also noted that the lead had perforated. On (B)(6) 2026, the rv lead was capped and replaced with new lead. There were no patient consequences and patient was discharged following the procedure.